Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a farapulse procedure to treat paroxysmal atrial fibrillation, visible air was observed in the flush port of a farawave 35mm. A fluid leak was also observed at the flush port. Attempts were made to remove the air using a 20cc syringe with no resolution. A guidewire was used to attempt to dislodge the bubble, but this was unsuccessful as well. Finally, the catheter was replaced with a similar device, and the procedure was able to be completed. No patient complications were reported. The device was disposed and is not expected to be returned for analysis.